Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that: "the blade did not connect properly on the handle heine f22, so there was no light". No patient injury or consequence reported. Patient condition reported as "fine".